Event description:
It was reported that after initiating ilet use, the patient experienced overnight hyperglycemia with continuous glucose monitor (cgm) values up to 298 mg/dl for about four hours, attributed to a missed meal announcement when the user did not fully activate the meal announcement slider; the system was also in its early learning period. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem, a usage problem related to an improper procedure, and involvement of the user interface element for meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.